Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.1.

Event description:
Patient reported right side rupture. The following event is not related to the device: "wonders if an implant rupture can cause granule, reported that his leg is full of granules and noted that this happened after implant rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.